Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was not returned for evaluation.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient experienced pericardial effusion. The pericardial effusion was confirmed by intracardiac echocardiography (ice). No treatment was administered. The patient was reported to be stable and as a precaution, was taken to recovery for observation. No additional information was provided.